Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be mailed.

Event description:
It was reported that the fiber made a noise when connecting to the laser, causing a warning on the machine and then failed to work. Upon receipt of the sample, the tip was missing.